Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an MRI, the patient experienced heating at the lead site. The patient reported the heating stopped once the MRI stopped. Additionally, the patient reported they are not receiving adequate pain relief with their scs system. The next course of action has not been determined at this time.